Manufacturer narrative:
Lenses were not returned for inspection. The complaint is unconfirmed.

Event description:
Coopervision received notification through a customer account that related a patient with trial lenses had a keratitis and consulted an eye doctor. Date of onset is unknown. Only a preliminary culture report for the right eye and an incomplete medical report were received. Review of the preliminary culture report may indicate that aggressive treatment was sought for a possible infection. The incomplete medical report indicates that a right eye central corneal opacity may have occurred and that there was temporary decreased of visual acuity in both eyes but is resolved. Lens rest was prescribed. It is unknown if medication was prescribed. The lenses were not returned. Good faith effort was made to obtain additional medical information. No additional information was received to date. There is no report of permanent injury or intervention to preclude permanent injury. The complaint is unconfirmed. The event is made reportable in an abundance of caution.